Event description:
During a cataract extraction procedure, the tubing from this ophthalmic microsurgical accessory pack would not allow for aspiration. Another pack was used to complete the procedure.